Manufacturer narrative:
This report is submitted on december 15, 2021.

Event description:
Per the clinic, the patient experienced inflammation at implant site with little pustules. The patient was hospitalized (specific date and duration not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported), and the symptoms resolved. The patient experienced an mrsa infection two weeks later (specific date not reported) and subsequently was hospitalized again (specific date and duration not reported) and treated with antibiotics (specific type, date and duration not reported) and the symptoms resolved. The recipient was hospitalized for a third time (specific date and duration not reported) due to an mrsa infection again a few weeks later resulting in skin flap breakdown exposing the receiver/stimulator. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.